Event description:
Reportedly, the pt expired in 2007, shortly after surgery. Device unavailable for return. Please also reference device, size 29, on mr report #6000002-2008-08287.

Manufacturer narrative:
Device not returned.